Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: no samples available, no units in stock. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". This complaint as not corresponding as no further analysis can be done. Nevertheless, if closed samples are received in the future, this case will be re-opened. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: (B)(6). Customer has advised that the thread is breaking.